Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Unclear signals were seen on the atrial channel. Technical support was contacted and verified cross talk between the atrium and ventricle, however the crosstalk is not being recorded by the device. All electrical parameters are good. No further action will be taken. The patient is stable.